Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18fr sheath is 6.5mm. The vessel was reported to be severely calcified and severely tortuous with mld of 10.0mm on the left and 8.0mm on the right. In this case, the severe calcification and severe tortuosity, likely caused or contributed to the reported dissections. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through our (B)(6) affiliate, the patient died from a complication of femoral artery dissections during an implant of a sapien xt valve. As reported, the patient had an iliac stent inserted approximately 2 months prior to the tavr. Following the cutdown of the left femoral artery, 16fr and 18fr dilators were used to pre-dilate. The 18fr dilator was unable to completely be advanced inside the pre-existing stent; therefore, the procedure was aborted on the left side and the right femoral artery was cutdown. A lunderquist wire was positioned inside the right femoral artery in order to straighten its tortuous nature. Over that wire the 16fr, 18fr, 20fr and 22fr dilators were introduced to pre-dilate. The 18fr esheath was inserted and was unable to completely be advanced through the right femoral artery and ended up bending. The esheath was removed with intentions of pre-dilating the artery with a balloon before attempting re-insertion. At that time, the patient's pressures dropped, and a bleed was noted in the retroperitoneum cavity. The bleed was controlled by inflating coda balloons inside the aorta. A femoral angiogram revealed that the patient suffered posterior wall dissections in two locations due to insertion of the esheath post dilatator insertion. Stents were placed and a fem-fem procedure was performed to repair the dissections and bleed. The patient was never put on bypass and was managed by rapid blood transfusions. The patient was transferred for post management care and it was noted that the patient¿s belly was distended. The patient was later brought to the operating room (or) where confirmation was made that he suffered an ischemic colon and stomach. Subsequently, the patient expired in the operating room. The patient's access vessel minimum luminal diameter (mld) measured 10.0mm on the left and 8.0mm on the right. The vessel was noted to be severely calcified and severely tortuous.